Event description:
Customer reported that she was hospitalized due to pneumonia and high blood glucose. Last set change was (B)(6) 2012 prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.